Event description:
During routine testing of the device, the service technician reported the rotation number indicator was different from the observed flow on the centrifugal control module. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.